Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, guide catheter: launcher 6fr jr3.5. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified, 99% stenosed, concentric, de novo lesion in the mid right coronary artery. The 2.5x15 mm tenku rx balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation, and the balloon was inflated to 12 atmospheres for 10 seconds without issue. However, during the second inflation, to 12 atmospheres the balloon ruptured at 15 seconds. The tenku bdc was replaced with a non-abbott bdc, and the procedure was successfully completed with implantation of an unspecified non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.